Event description:
Customer reported potential electrical shock hazard while using the coulter act diff analyzer. On several occasions, the operator has experienced static electricity when touching the unit, and has caused the screen to roll. The operator would resolve this by powering the unit off and then on again. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
Service did not evaluate the analyzer. Discussions with the operator determined the cause to be associated with the clothing that was worn by the operator when the incidents occurred. The field service engineer advised the operator to obtain an anti-static mat and placed it in front of the analyzer to minimize occurrence of static electricity. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.